Event description:
Customer reported that while a pt was inside the canopy, the pt was able to kick the side panel damaging the zipper and fell out of the canopy. Customer did not provide a date when this occurred. Customer confirmed the pt did not suffer any injuries.

Manufacturer narrative:
Result: inspection of the product at the customer's facility found that a zipper slider body is open on the pt access window. Three of the molded zippers (located under the green hook and loop flaps) were not closed properly. Both side access zippers are missing the pull tabs. The product has been requested to be taken out of use and returned for repairs. (B)(4).